Event description:
Per provider unit alarming. Per independent repair center statement, the unit alarming. The key failure was inlet filter, dirty. Additional malfunctions power switch, short circuit; zip tie blue, replaced; manifold, stuck/leaking; manifold replaced.